Event description:
Additional information was received that this device was explanted and a new device was successfully implanted.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial automated testing verified the device was unable to be interrogated. The battery status was subsequently reset to allow normal interrogation and automated testing was repeated. The sensing and pacing functions of the device was verified. The device case was then opened to facilitate analysis of the internal components. Battery voltage measurements revealed a significantly depleted battery. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In order to determine why this device's battery voltage was depleting so rapidly, the battery was subjected to in-depth destructive analysis. Visual inspection of the battery did not identify any defects. After opening the case of the battery, evidence of a latent internal electrical short was discovered between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Event description:
Boston scientific received information that this patient was seen in the clinic for a device check and the field representative was unable to interrogate the device. Boston scientific technical services (ts) asked to apply a magnet and this did not result in beeping. Ts asked if patient had a new device implanted and they had not. The field representative reports the patient had skin tags removed about two months ago and for this procedure tachy therapy was turned off, but it was turned back on after the procedure. Ts notes that last office interrogation was in (B)(6) 2010 and the last latitude transmission was in 2010. Ts stated that they must consider the patient unprotected until the device is able to be interrogated. No adverse patient effects were reported.

Manufacturer narrative:
At this time no additional information has been provided. This report will be updated when new information is received.